Manufacturer narrative:
The field ¿follow up report required?¿ was incorrectly set to "yes" in the previous report. This field has now been corrected to "no".

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. Our field service engineer investigated the system on site. No fault was found. There were no visual deviations. No parts were replaced. The system device logs were received for evaluation. The evaluation of the received device logs shows that a successful system checkout was performed prior to the reported event. The technical error code indicating that the safety valve was open, was generated twice about one hour and 20 minutes after treatment start. In connection to the technical error code, clinical alarms such as airway pressure high, negative airway pressure, respiratory rate low, expiratory minute volume low, fio2 low, peep low, check breathing circuit, and etco2 low, were generated. The system was set to standby about ten minutes after the technical error code had been generated. A new system checkout was performed that was successful. The reported event can be confirmed in the received device logs, but the true cause of the reported event has not been determined. There is no actual indication of a technical malfunction in the anesthesia system. The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing.

Event description:
It was reported that the anesthesia system generated a technical error code indicating that the safety valve was open. Alarms for airway pressure high were found in the logs. There was no patient harm. Manufacturer's reference #: (B)(4).